Event description:
It was reported that post a coronary drug eluting stenting treatment procedure stent thrombosis occurred. A 3.5x32mm taxus liberte stent was implanted in the proximal left anterior descending artery (lad) and a 3.5x28mm non bsc stent was implanted in the distal lad. The stents were overlapping and were well positioned and well apposed. The patient was put on plavix. Thirteen months post procedure, the patient discontinued use of plavix. The patient presented with an acute myocardial infarction and stent thrombosis. Thrombectomy was performed along with balloon angioplasty using a 3.5x15mm and a 4.0x15mm quantum maverick balloon. It was noted under ivus that the stents had not been fully expanded but were much improved after the balloon angioplasty. The procedure was successfully completed with no additional patient complications reported. The patient¿s current condition is listed as ¿stable¿.

Manufacturer narrative:
If implanted give date: (B) (6) 2009 (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).